Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, revision surgery to excise the excess skin was performed under general anaesthesia on (B)(6) 2013. During the procedure, the site was irrigated and cleaned of all debris. The implanted device remains.